Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that on (B)(6) 2011, he received erratic readings on his freestyle freedom lite blood glucose meter. Customer reported receiving readings of 67 mg/dl, 499 mg/dl and 87 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported he became "jittery" because of the readings he saw on his meter and consequently he did not take his insulin according to his healthcare provider's orders. No third-party emergent intervention was reported. Customer self-treated by drinking a soda. There was no report of death or permanent injury associated with this event.